Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 04/07/2016. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a total abdominal hysterectomy the device had been used for a few applications and then the jaws could not be re-opened while applied to tissue. The surgeon manually opened the jaws by forcing the trigger open. There was no patient injury or tissue damage reported.